Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: this event occurred in south africa, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a soft tissue ablation (neuro) procedure. It was reported that everything was fine during the registration stage. The surgeon also verified. A few minutes intra-operative, the doctor indicated that the accuracy was off by 3-4mm. The doctor demonstrated that the navigation was not pointing to the anatomical point. It was inward/towards the base of the tumor. This was observed pre-incision, on the patient's forehead, and on all instruments used (straight and angled suctions). The case proceeded till completion. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
H2) the following codes should have been populated in section h6 of the supplemental regulatory report, 1723170-2025-01547, submitted on 2025-07-25 for the software evaluation: b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. Without exam archives, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The logs were reviewed and captured two sessions, of which only one recorded the registration attempts. In that session, the site switched between a couple of procedures. Initially, the site was in the standard functional endoscopic sinus surgery (fess) procedure, performed a trace registration with an accuracy metric of 1.29 millimeters (mm), proceeded to navigation tasks, and remained in this phase for around 4 hours. Subsequently, the site switched to tumor resection electromagnetic (em) and tumor resection optical with an approximate gap of 40-50 minutes, but did not perform any registrations during this phase or enter the navigation task. Later, the site switched back to tumor resection, performed a trace registration with an accuracy metric of 1.27 mm, and proceeded to navigation. However, the provided logs only captured the number of registrations performed with accuracy metric details, but did not record the trace pattern details. Therefore, archives were required to analyze the registration patterns and model build quality. As per the information provided on 04-jun-2025, patient archives not available. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation and section d3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.